Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. H3 other text : screws were discarded by the hospital and the interbody remains implanted.

Event description:
A company representative reported that, during implantation, a 3.5 x 14 mm chesapeake screw would not lock into a three-screw chesapeake titanium interbody spacer. The surgeon removed the 3.5 x 14 mm screw and attempted to place a 3.85 x 14 mm chesapeake screw instead. The second screw would not lock and, upon removing the second screw, a piece of metal was observed and removed. The surgeon determined that the interbody spacer was secure with the two appropriately locked screws and did not attempt to place the third screw a third time. This report captures the second of two chesapeake screws.

Manufacturer narrative:
H3 other text : screws were discarded by the hospital and the interbody remains implanted

Event description:
A company representative reported that, during implantation, a 3.5 x 14 mm chesapeake screw would not lock into a three-screw chesapeake titanium interbody spacer. The surgeon removed the 3.5 x 14 mm screw and attempted to place a 3.85 x 14 mm chesapeake screw instead. The second screw would not lock and, upon removing the second screw, a piece of metal was observed and removed. The surgeon determined that the interbody spacer was secure with the two appropriately locked screws and did not attempt to place the third screw a third time. This report captures the second of two chesapeake screws.